Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon inserted screws into distal holes in the first and second row of the va-lcp 2-column plate through the guide block. When the screw head was reaching to the screw threads, she momentarily felt it was slightly stuck in, but no resistance, so that she continued to turn a torque driver until they would almost go through the plate. Surgeon immediately removed the screw to avoid an accident. Surgeon tried with another screw once again, and as a result surgeon experienced the same thing that happened before. No further information is available. It was noted no adverse event occurred. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.